Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose of 2000 mg/dl. Troubleshooting was performed. The alarm history revealed a low reservoir alarm and no delivery alarm. Ran a self test and the device passed the test. The time and date on the insulin pump was correct.